Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported, the centrifugal pump unexpectedly went to coast mode. The user observed a "reverse flow" error message. The user was able to restart the pump. The device was used to conclude the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.